Event description:
It was reported that a stable post op cardiac ICU patient experienced hemodynamic instability both during and after cardiac outputs were performed using the swan ganz catheter. The problem persisted despite troubleshooting by the clinician. The patient was treated with sedatives and inotropes. A new central venous catheter was started for administration of medications. The patient stabilized and did not experience any further hemodynamic instability.

Manufacturer narrative:
The device evaluation is anticipated. However the complaint could not be confirmed without the completion of the product evaluation. Lot number was not provided, therefore, review of the manufacturing records could not be completed. A supplemental report will be forthcoming with the evaluation results.

Manufacturer narrative:
We received one 834hf75 catheter with an 3ml monoject syringe with limited volume at 1.5ml for examination. The reported event of hemodynamic instabilities was not confirmed. There were no open or intermittent conditions and there was no error messages displayed during testing. The thermistor was found to read 37.0c when submerged in a 37.0c water bath on both the vigilance ii monitor. The balloon inflated clear and concentric and remained inflated for 5minutes without leakage. The latex shows no sign of deterioration. The catheter body was also found to be in good condition, there were no kinks or indentations. All thru-lumens were found to be patent and did not leak. The reported event was not confirmed. Although the cause of the complaint could not be determined, there was no indication of a manufacturing defect noted during the analysis. No actions will be taken at this time.